Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was not moving smoothly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery oscillator device was not moving smoothly. It was noted that the trigger was loose. It was further determined that the device failed pretest for trigger test. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on september 3rd of an unknown year. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.